Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was missing. There was an issue with the catheter shaft. Visual analysis of the delivery catheter indicated damage during use. The analyst noted only the proximal portion including the hub of the delivery catheter was returned without the dilator and the septum of the delivery catheter. The septum was missing and not returned with adhesive present within the proximal orifice of the hub of the delivery catheter. The shaft of the delivery catheter was cut off at 6.5 cm, extrinsic damage. The septum of the delivery catheter could not be analyst as it was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the implant procedure, leakage was noted on the valve of the delivery catheter. The delivery catheter was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.